Event description:
1 french catheter was cut and inserted into the patient on the first attempt. PICC flushed well with good blood return. It was then noted that blood and saline were leaking from insertion site. PICC pulled back by 2 cm and a small hole was noted in the catheter. PICC removed and saved for investigation.

Manufacturer narrative:
The device was returned for evaluation, and the events were evaluated as part of the complaint investigation. The results of this investigation are as follows: the sample received has a knot in the catheter tube at the 20 cm marking. The catheter had been shortened by the customer at 7 cm. A microscopic examination of the catheter tube revealed no damages. When cutting the catheter tube proximal to the knot, it was able to be flushed without showing any leakage. No additional damage was observed review of the batch history records showed no deviations during the product build. Every catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Incoming goods are inspected and 100% visual inspection is performed at two stages after the product is packaged. This is the very first complaint for batch 8068758 and the fourth regarding a leaking catheter tube on code 4g07126112 within the last three years. No further corrective action initiated by quality management as there are no indications for a manufacturing fault. Corrective action: based on the investigation, the catheter tube revealed no manufacturing fault therefore, no further corrective action is initiated at this time.

Manufacturer narrative:
The failed sample will be returned to vygon for evaluation but the events will be part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion.

Event description:
1 french catheter was cut and inserted into the patient on the first attempt. PICC flushed well with good blood return. It was then noted that blood and saline were leaking from insertion site. PICC pulled back by 2 cm and a small hole was noted in the catheter. PICC removed and saved for investigation.